Event description:
On the event date, abbott point of care was contacted by a customer who reported the snap closure on an I-stat eg7 + cartridge is difficult to close. There was no report of any injury associated with the complaint.